Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. It was reported that during the scope cleaning, the small end of the brush broke off inside the scope. The scope cleaning was completed with another of the same device. There were no reported patient complications as a result of this event.